Event description:
Patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pump history indicated that a bolus was delivered which was not programmed by the child's parents. The patient's mother stated that the tamper-resistant feature had not been activated and the patient may have interacted with the keypad.